Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced loss and inadequate stimulation. It was also reported that the patient had a fall due to leg pain and weakness in the right foot. The patient was dependent on pain medications and injections. Additional information was received that the patient underwent an explant procedure. The explanted products were not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 17489731/17489731.

Event description:
It was reported that the patient experienced loss and inadequate stimulation. It was also reported that the patient had a fall due to leg pain and weakness in the right foot. The patient was dependent on pain medications and injections.